Manufacturer narrative:
Initial reporter occupation: lawyer. No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. A-7539821 - (B)(6) 2022 update ad (B)(6) 2022 additional information received from aei note a-7539498. Claimsuite records received. There were no new allegation reported. Added date of revision, revision surgeon, account name, kid#, concomitant products, all product details in impacted products and affected side. Corrected doi. Doi: (B)(6) 2008, dor: (B)(6) 2017, right hip. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Asr claim letter received. Claim letter alleges that patient has sustained loss and damage due to the implanted hip prosthesis. Doi: (B)(6) 2008, dor: (B)(6) 2017, right hip.

Manufacturer narrative:
Product complaint # ==> (B)(4) investigation summary ==> the asr platform was voluntarily recalled from the market inb(B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken. The investigation regarding the root cause(s) and/or corrective actions was conducted under mdd CAPA-001226. Ongoing post market surveillance is conducted per our procedures for this product. Device history lot ==> device history reviews for asr platform have shown no indication of deviations or anomalies with regard to material, manufacturing or inspection.